Manufacturer narrative:
The lot number was provided for each of the malfunctions. For 3 of the 12 reported malfunctions, the devices have been returned to bd for evaluation, and identified material separation. For 8 of the 12 malfunctions, the devices have not been returned; therefore, the investigations are inconclusive for the material separation as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. For 1 of the 12 malfunctions, the device is pending return. The company is still investigating the issue at this time. The devices are labeled for single use. (Corporate lot number: gfdt3282, gfdr3323, gfcp2349, gfds1793, gfcw2981, gfdv0746, gfdv0732).

Event description:
This report summarizes 12 malfunctions. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced material separation. This information was received from various sources. Of the 12 malfunctions, 11 involved a patient with no known impact to the patient and 1 did not involve a patient. Of the 12 malfunctions, 3 were female and 1 was male with an age of 85 years-old. The remaining patients¿ age, weight, and gender were not provided.

Event description:
This report summarizes 12 malfunctions. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced material separation. This information was received from various sources. Of the 12 malfunctions, 11 involved a patient with no known impact to the patient and 1 did not involve a patient. Of the 12 malfunctions, 3 were female and 1 was male, with three of these patients being 85 years-old. The remaining patients¿ age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number was provided for each of the malfunctions and lot history reviews were preformed. Of the 12 malfunctions, 4 devices were returned and evaluated. Three evaluations are confirmed for material separation. One evaluation is confirmed for material separation and material cut or torn. The eight remaining malfunctions did not have samples returned. One of the malfunctions that did not have a device returned was reassessed to have experienced a detachment of device or device component; this investigation is inconclusive. The remaining malfunctions are inconclusive as no objective evidence has been provided to confirm any allegation with the devices. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: gfdt3282, gfdr3323, gfcp2349, gfds1793, gfcw2981, gfdv0746, gfdv0732), g4. H11: g1, h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.